Event description:
Complaint was received in a batch report from the distributor (log #(B)(4)) on (B)(6) 2013. Caller reported potential false negative hcg results with select diagnostics hcg cassette. No information was provided whether confirmation testing was performed.

Manufacturer narrative:
A review of the lot records was performed. Verified the product number, product description, lot number and batch record. No abnormal results were found. As the product was expired, no further investigation was possible. Conclusion: complaint was received 3 years after the product was expired. No information of date of occurrence and detail of incident was provided. Unable to pursue further investigation. Unable to determine the root cause. Product was expired three years ago. No corrective action required at this time as no product deficiency was established.